Event description:
The bedside rn spiked a heparin bag with primary IV tubing. When point of tubing entered the bag it broke off. The point remains in the opening, while small pieces hit the floor and several entered the bag. The rn immediately reported to the nurse manager.